Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on 30-may-2023. (07-jun-2023): in addition to the service actions described in the initial report, the customer service engineer (cse) also performed the shutdown wash. Siemens further reviewed the instrument data and concluded that since the quality control (qc) recovery was within expected ranges before and after the sample was processed, there was no evidence of a reagent issue. Siemens concluded that improper alignment of probes and sample quality caused spillage and crystallization around the drains. The cse delineated the instrument¿s appearance to the laboratory's management to suggest improvement in maintenance and training. The investigation conclusions code was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of these devices is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneous results on multiple assays were obtained on a patient sample on an advia chemistry xpt instrument. The quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and found spillage and crystallization around the drains. The cse performed preventive maintenance on the instrument, cleaned dilution pipetting probe (dpp) and sample probe drains, and ran qc which recovered acceptably. The cse notified the customer to improve the instrument maintenance. The cause of the erroneous results is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
Erroneous enzymatic creatinine_2 (ecre_2), concentrated calcium_2 (ca_2c), and total bilirubin_2 (tbil_2) results were obtained on a patient sample on an advia chemistry xpt instrument. The erroneous results were reported to the physician(s). The sample was repeated on an alternate advia chemistry xpt instrument. The repeat results correlated with previous results for the patient. The repeat results were reported as the correct results to the physician(s). The customer did not provide the affected patient results to siemens. The MDR is being filed in abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the erroneous results.